Manufacturer narrative:
Trackwise # (B)(4). Updated section: d4, e1, g4, g7, h2, h6, h10. A lot history record review was completed for lots 25150842, 25150747, 25150630; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone tip on the bottom jaw of the energy device broke off in the leg of the patient and they were unable to find it. Potential foreign body inside the leg.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 silicone tip on the bottom jaw of the energy device broke off in the leg of the patient and they were unable to find it. Potential foreign body inside the leg.